Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device and/or the device logs were not successful. Without the actual device and/or logs, a thorough investigation could not be performed and further evaluation is not possible. No specific conclusion can be drawn as to the cause of the reported event. All available information has been forwarded to b. Braun (B)(4). If the pump, pump logs, and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: fentanyl IV drip found with about 30 ml left in bag. The bag was hung (B)(6) 2015 2209 and rate was max of 11 ml. Hr which would mean the bag should be half full. Noted drip rate was faster for 11 ml/h. No leaks identified. It appears as if the patient received approx. 220 cc in the time period from 2209 till 0700. Pt should have received 99 cc as the rate was 11 cc per hr.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).